Event description:
It was reported that a pt underwent a voler ganglion cyst removal procedure on an unk date and suture was used. Three weeks post-operatively, the pt experienced an allergic reaction to the suture. The pt went to the emergency room for pain of level 8-10 on a scale of ten. Hydrocodone was required to manage pain and seven weeks of wound care treatment. No further info was available.

Manufacturer narrative:
(B) (4). (B) (4). Pain. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.